Manufacturer narrative:
Note: the manufacturer of the old abandoned right ventricular (rv) lead was not confirmed.

Event description:
It was reported that the patient experienced discomfort after receiving multiple shocks for double counting r waves. It was noted that the patient had an abandoned right ventricular (rv) lead and there was a possibility of interaction with the current rv lead. Programming changes were made to program off therapies. The patient was pending explant, possibly at the time of a generator replacement. The patient was stable.